Manufacturer narrative:
Initial.

Event description:
It was reported that a freestyle libre 3 plus sensor failed to pair upon initiation and the user independently replaced that cgm without contacting support, after which they were advised to call for assistance with future issues. No adverse clinical symptoms reported. Outcomes included no medical intervention and no health impact. User support included complaint intake review and troubleshooting with user education regarding pairing and support contact. Investigation of this case revealed a pairing failure consistent with a cgm communication or sensor-transmitter issue requiring a new cgm, with no evidence of ilet pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a cgm device pairing failure unrelated to ilet functionality.